Event description:
The facility reports the resident was removed from the bath. The lift was moved to the side of the tub. The resident was not wearing the seat belt. When the health care aide began to raise the tub to drain off water, the tub shell caught the under side of the alenti seat., causing the lift to tip forward with the resident in the chair. The seat of the lift had not been moved far enough away from the tub. The resident suffered fractures of both femurs.